Event description:
Same case as MFR report #: 2134265-2012-04540. It was reported that during a stenting treatment procedure, thrombosis and stent deformation occurred. Using the right femoral approach, the procedure treated the 70% restenosed 2.75x15mm promus stent located in the moderately tortuous and mildly calcified saphenous vein graft located from the 1st obtuse marginal (om) branch to the 2nd om branch. Pre-ivus of the promus stent was performed and demonstrated "late loss so prior to putting any equipment down the graft it was pre-treated with nitroglycerin, adenosine and diltiazem". A filterwire ez was difficult to advance through the tortuous stented graft, but a buddy wire was utilized and this helped advance the filter wire to where it was deployed. Next after the buddy wire was removed, a 2.75x26mm ion stent was advanced and deployed at "rated pressures for final reference diameter 2.9mm." There was a noted size discrepancy in the proximal to mid area of stenosis in the graft and stent area. After stenting, thrombus was seen being pushed out the distal stent edge which was promptly removed with non-mechanical thrombectomy. Subsequent angiogram showed good results. At this point, the physician did attempt to retrieve the filterwire ez, however, the tortuousity in the stented segment did not allow the retrieval sheath to advance so this was exchanged for an angled tip retrieval sheath but again the physician was not able to retrieve the filterwire ez. Next, a buddy wire was added and the "retrieval devices" were again used to try to retrieve the filterwire ez, but this did not work. Next attempts were made to deep seat the guide catheter as far as possible, but it was not possible to reach the filterwire ez. Then, attempts were made to advance the filterwire ez retrieval sheath as far distally as possible to pull the filterwire ez into the retrieval sheath, but these attempts were not successful and "certainly did result in catching upon the stented segment and collapsing the stents in an accordion like fashion." At this point, the physician used a "coronary snare wire and snare and instead of pulling the wire from outside the catheter, advanced the snare." With the "fragment retained", the physician consulted the help of other physicians. Subsequently a cat scan was pursued to further define the retained foreign body for a baseline for comparison if needed. At the end of the procedure, having been on various blood thinning agents the patient started throwing up blood. Throughout the entire procedure, the patient was chest pain free and hemodynamically stable. He did experience paroxysmal atrial fibrillation which was consistent with his earlier hospital course. The patient was brought to the intensive care unit and has been treated medically. No further patient complications were reported and the patient status is unknown.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).